Event description:
It was reported that this right ventricular (rv) lead was severed while the patient underwent a valve repair procedure. Consequently, the lead was mostly extracted, with the most distal portion being left in the rv, which was confirmed by fluoroscopy. It was reported that the patient experienced asystole for approximately five seconds before requiring external pacing. A new rv lead was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non product experience. A new device was implanted. No additional patient effects were reported.